Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and it does not work. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was dropped. The customer stated that at the bottom its broken and was loosened from the insulin pump. The reservoir lip ring: was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to blank display due to electrical board board connector not plugged in properly. Device received with cracked end cap.